Event description:
On (B)(6) 2011, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On or about (B)(6) 2012, the pt presented with thrombus and occlusion of the left limb. On (B)(6) 2012, the devices were explanted and the pt was successfully converted to an open repair.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications.